Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at four corners of display screen, and deterioration of threads at the reservoir compartment causing reservoir to not be able to lock. Customer states insulin pump was slightly damaged when she first received it and damage got worse over time. Customer's blood glucose was 199 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.